Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned into technical services inquiring about how to eliminate t-wave oversensing (twos) on the patients right ventricular (rv) lead. Programming options were provided. Follow up was conducted and it was verified that reprogramming had been completed. The lead remain in use. No patient complications have been reported as a result of this event.